Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h6: clinical code, type of investigation, investigation findings, and investigation conclusions. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of procedural imagery. A review of DHR did not indicate any manufacturing non-conformances contributing to the complaint event. It should be noted that the transcatheter heart valve (thv) was implanted in a stented homograft in pulmonic position. The sapien 3 ultra (s3u) with the commander delivery system is indicated for native calcific aortic stenosis or failed surgical/transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring with stenosis and/or regurgitation. Therefore, it is considered off-label. As reported, "during a transcatheter pulmonary valve replacement (tpvr) procedure with a 20mm sapien 3 ultra valve in a homograft in the pulmonic position, the patient experienced disruption of the wall of the homograft during pre-dilation with a 18mm balloon. The team elected to pre-stent the homograft. During the tpvr, the stent migrated towards the pulmonary artery and caused obstruction/stenosis. The team deployed the valve to anchor the stent and prevent further migration and significant paravalvular leak (pvl)/stenosis was observed. The patient is planned for explant and surgical revision". In this case, it is possible that the stent was loosely attached to the homograft and during deployment the interaction between the thv and stent may have caused the stent to migrate towards the pulmonary artery. However, without further information, a definitive root cause was unable to be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. In this case, the valve was deployed to anchor the distally migrated stent. It is possible that due to migration of the pre-stent, the final landing site is higher than the initial target zone. If the final landing site has a larger annulus diameter than the valve size, it can lead to paravalvular leak. While a definitive root cause was unknown, it is possible than procedural factors (thv malposition) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no device or labeling problem was identified during the evaluation, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a tpvr procedure with a 20mm sapien 3 ultra valve in a conduit in the pulmonic position, the patient experienced disruption of the wall of the homograft during pre-dilation with a 18mm balloon. The team elected to pre-stent the homograft using a non-edwards stent. During the tpvr, the (non-edwards) stent migrated towards the pulmonary artery and caused obstruction/stenosis. The team deployed the valve to anchor the stent and prevent further migration and significant paravalvular leak (pvl)/stenosis was observed. The patient is planned for explant and surgical revision.